Event description:
It was reported that a user¿s dexcom g7 continuously failed to provide readings to the ilet and ilet app, with repeated pairing failures and dosing stopped alerts, consistent with intermittent communication failure between the cgm and ilet and indicating an interoperability problem involving the electrical/magnetic communication pathway, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability communication problem consistent with intermittent communication failure, with involvement of the device¿s electrical/magnetic communication pathway and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.